Manufacturer narrative:
Eval summary: qa analysis revealed that the catheter was returned with blood and fluid visible in the guide wire lumen. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were no kinks noted to the inner member. The soft tip was kinked and flattened 1 mm distal to the distal seal. The very distal end of the soft tip had two indentations on each side of the tip. There was no other damage noted to the catheter. The tip seal length was 1 mm. This met mfg criteria. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the mini vision failed to advance to the lesion which was distal to two previously implanted stents. During the attempt to cross the lesion, the stent dislodged and remains in the pt. Qa analysis of the returned catheter confirms that the stent dislodged, as there was no stent on the balloon. However, there were crimp marks on the balloon between the markers, indicating that the stent had been properly positioned at the time of MFR. The only damage to the returned catheter was that the soft tip was kinked, flattened and slightly indented on the sides. The tip seal length was within specification. As there was no mention of any damage to the catheter prior to use, the damage to the tip most likely resulted from the procedural attempt(s) to cross the lesion. However, this damage does not appear to be related to the reported stent dislodgement. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, physician technique, and accessory device support. Based on the info received with the complaint, the inability to cross and the stent dislodgement appear to be related to the moderately calcified anatomy and the fact that the mini vision was being advanced through two previously placed stents. The instructions for use (IFU) cautions: "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." The mfg records for this lot were reviewed and did not reveal any non-conforming material reports. Testing for stent crimped outer diameter, stent movement and dislodgement force all passed, indicating the stent was secure at the time of MFR. Additionally, a query of the complaint-handling database was performed and there have been no other complaints of dislodgement reported with this part and lot number combination. In this case, the reported difficulties, failure to cross and dislodgement, appear to be related to the operational context of the device and not a product quality issue. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and diemensional checks on the mfg line before release. Additionally, all stent delivery systems are visually inspected online for stent damage, placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical/surgical intervention/permanent damage. Reporting rationale: device remains in pt; attempt made to snare dislodged stent from pt; required surgical intervention. Device issue: stent dislodgement. It was reported that after treating a bufurcation, with one stent in the left anterior descending (lad) and one in the circumflex, an attempt was made to go distal to the stents with the mini vision. The minivision stent dislodged while trying to cross through the already implanted stents and traveled a little more distal. An attempt was made to snare the stent using two guide wires; however, this was not successful and the pt was sent to surery to remove the stent. The lesions were calcified. The physician stated that this was not a product peformance issue as there was a lot of calcification and other stents that were placed already. It was initially reported that this pt was a previous CABG pt and it was confirmed that this was only four (4) months ago. The stent was not removed during the surgery and another bypass of the lad was performed due to an "insufficient angioplasty procedure". No add'l event or pt info is available.